Manufacturer narrative:
A visual inspection, functional testing, and scanning electron microscopy (sem) analysis was performed on the returned device. The reported leak was confirmed, and further evaluation indicated that inadequate adhesive within the sidearm assembly as the likely cause for the reported leak. A review of the corrective and preventative actions (CAPA) database for the device was performed and revealed no complaint assessment CAPA¿s that would be related to the reported issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The investigation determined that the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure performed was to treat a mildly tortuous posterior tibial artery of chronic total occlusion. Upon inflation of a 2.5x80mm armada 18 balloon dilatation catheter (bdc), leaking was observed at the hub and shaft joint. The need for a balloon was completed at this point of the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.